Event description:
It was reported the at the device had a cassette not attached error. There was no additional information provided.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information received on 02/04/2025, advising that there was no patient involvement and no patient harm reported.

Manufacturer narrative:
D9: product received date 11/27/2024. H3: one device was returned for repair with complaint of cassette not attached error. Service history review identified this device has not been in for service in the previous 12 months. Visual and functional evaluation was performed. Found fluid contamination on the main board. The pump was turning on only with ac power and not battery power. The usb connector of the main board was not working. The probable cause of the reported problem was fluid contamination. Latch would not open and close smoothly. Replaced main board, flex, latch/lock, flex, and downstream occlusion (dso) sensor. Device passed all functional tests post repair.